Event description:
The patient used the suspect device to check their blood glucose. Pt obtained high readings for two days (250 and 370 mg/dl) and took bolus insulin. Pt then had to go to the ER and received treatment for hypoglycemia via a glucose IV and given orange juice to drink. Their blood glucose level was 48 mg/dl on a hospital meter upon arrival. Level 1 glucose control was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.